Manufacturer narrative:
The reagent lot is 836475. The expiration date was not provided. A general reagent issue was excluded. The field service representative performed tests, which indicated the module was performing within specification. It was noted that the customer experienced an issue with the deionizer in the laboratory. Additional checks and calibration were performed by the customer. The investigation did not identify a specific cause of the event.

Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas 6000 c501 module. The glucose result was 17 mg/dl. The sample was not retested. The result did not match the patient's clinical history.